Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qmmbel and no non-conformance's related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Investigation summary: visual analysis of the picture received determined that, one dispensed suture, three winding formers and one of them with a detached needle product code j433 could be observed in a plastic bag could be observed. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Note: event reported in 2210968-2021-08070, 2210968-2021-08071.

Event description:
It was reported that a patient underwent a hernia neonatal surgery on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle had happened during sewing skin. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.